Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the valve, but no significant deformations or damage were determined permeability test: a permeability test has shown that the m.blue is permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. The results show that the m.blue operates within the accepted tolerances in the horizontal position, while it does not operate within the specified tolerances in the vertical position. An accelerated/slower outflow of m.blue could be determined. Adjustment test: during the adjustment test it was determined that the m.blue is not adjustable in all pressure ranges. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; however, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, deposits were found in the m.blue. Results: based on our investigation results, we can determine an accelerated outflow in the m-blue. The determined deposits can be named as the cause for the accelerated outflow and non-adjustability. Organic matter in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a m. Blue (#fx801t) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the shunt system caused an overdrainage and had adjustment difficulties. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 5 years 6 months. Gender: male.